Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient reported to the emergency room with syncope due to a possible right ventricular (rv) lead fracture. It was noted that there was an rv lead warning with intermittent capture and high impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.